Event description:
An intra-aortic balloon was inserted transthoracically during surgery when the pt failed to come off bypass. After 3 hrs of balloon pumping, the console alarmed "check iab cath" and blood was noted in the extra-corporeal tubing, indicative of a leak. The balloon was discontinued. The pt was unable to be weaned from bypass, and was pronounced 30 mins later. Visual inspection of the balloon revealed 20cc blood inside the balloon catheter while it was submerged under water - no air bubbles were noted and the balloon membrane appeared intact. Air was also injected into the central lumen portion of the catheter while the distal end was occluded - no air bubbles were noted. The balloon was sent to MFR for further investigation.